Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a load step malfunction. The patient also alleged that the pump was not working and was rebooting. The patient claimed that the pump used to typically stop at 190 or 191 during the load step. For the previous month, the patient claimed that the pump was stopping at 178-181. The patient performed the ezprime steps and the pump stopped at 178. The patient stated, however, that after he gets the pump primed, it works. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a load step issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.